Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic on(B)(6) 2020 with their right ventricular lead exhibiting high out-of-range pacing impedance and an elevated capture threshold. The lead's output was first increased but then the lead was ultimately determined to be fractured. The lead was capped and replaced on (B)(6) 2020. Patient was stable after the procedure.